Manufacturer narrative:
The reported field event of backup operation was confirmed. The device performed numerous high voltage charges within a short period of time due to the patient¿s rhythm, which resulted in resets from the high voltage controller integrated circuit and caused the device to enter into backup mode. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested in the laboratory, and the device¿s function was normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that several charge timeouts were noted and the device entered backup mode. Additionally, the patient received several high voltage therapies due to atrial fibrillation. Abbott technical support was contacted and it was recommended to replace the device due to battery depletion from the high number of device charges. Prior to the procedure, the device was restored to normal function to disable the tachycardia detection. The device was explanted and replaced to resolve the event and the patient was in stable condition.